Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead, lot#: unknown serial#, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot#: unknown, b3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was unknown when the trial started. It was reported that their 1st trial that lasted for 10 days which started last week of april 2026 was unsuccessful from the beginning and they did not notice improvement with their symptoms. The patient stated they had a manufacturing representative (rep) adjust the strength of the stimulation during the 1st trial, but they think the wires were not reaching the right nerves which was why they were not getting any relief. The patient mentioned that their managing doctor proposed a 2nd trial which will happen this friday on (B)(6). The patient asked clarification why they needed to go for a 2nd trial and if it was normal to do a 2nd trial. The agent reviewed to the patient that the trial was up to the medical decision and evaluation of their healthcare provider (hcp). The agent redirected the patient to their hcp to further discuss the 2nd trial.